Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at an unknown time. As part of the patient's diabetes regimen, the patient claimed she is on pills with diet/exercise. At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. On the same day, the patient claimed she had symptoms of dizziness after the alleged issue began. The patient, however, denied seeking any form of treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the meter, and the battery did not need to be recharged. The cca educated the patient on the meter's behavior and auto-shutoff. The alleged power issue was not resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptom does not meet lfs's criteria for a serious injury. In addition, the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.